Manufacturer narrative:
H.6. Investigation summary this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 1363554, ¿first test was positive, second test was negative". Customer was not sure if they were correct because they visually looked the same.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The bd veritor at home covid-19 test results cannot be visually interpreted. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test, the customer received a positive with the bd test and a negative with another brand ihealth covid 19 test . This event occurred one time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "[the customer] received a positive [test result] with the bd test and a negative with another brand ihealth covid 19 test." Eua(B)(4)

Manufacturer narrative:
Initial reporter address was not obtained and md was used based on facility/area code. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be file.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test, the customer received a positive with the bd test and a negative with another brand ihealth covid 19 test. This event occurred one time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "[the customer] received a positive [test result] with the bd test and a negative with another brand ihealth covid 19 test." (B)(4)